Event description:
It was reported there were EKG (electrocardiogram) noise issues. The signal amplitude dropped automatically. A cable issue was ruled out, and a check of the connector was requested. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: "EKG noise issues." The ECG connector was loose. It was also noted that the system fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.